Manufacturer narrative:
The customer's complaint of a tubing leak could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the set came apart completely at the pump segment / safety clamp while being primed. It never came in contact with the patient. No harm to patient.